Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The sample was evaluated and observed there was a heavy salt accumulation at the balloon area. The catheter was dissected and found that the lumen under the inflation eye was collapsed which resulted the catheter to difficult to deflate. The exact cause of how and when the problem was occurred could not be determined. However a potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]: 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) patients who are or have been allergic to natural rubber latex. (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 4th day after the use. It was stated that a needle was inserted and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the 4th day after use and reported that the needle was inserted and removed.